Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. The cause of death was provided as cardiorespiratory arrest and septic shock. Further review of the manufacturer's database indicated the patient died approximately six years after device system implanted. Additional circumstances related to the cause of death and the source of the sepsis have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead 2006 (B)(6).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. The cause of death was provided as cardiorespiratory arrest and septic shock. Further review of the manufacturer¿s database indicated the patient died approximately six years after device system implanted. Additional circumstances related to the cause of death and the source of the sepsis have been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.